Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer walked the customer through the long reboot process. After rebooting using the switch, the station booted normally. The customer then verified in the application that the station was functioning properly. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the screen displayed an enter password prompt on a black background. When the user arrived to pull medications, the screen was completely black, and upon attempting to access the station, only the password prompt appeared against the black screen. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.